Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that right ventricular (rv) lead was experiencing insufficient thresholds during implant. Fluoroscopy showed the screw was not fully extended. The lead was removed and the helix was tested. The helix did not immediately respond, then "jumped" out completely. The physician decided to discard this lead and implant a new rv lead. Prior to implant, the helix of the new lead was tested and the same "jumping' was observed as the rv lead. This lead was discarded and a different model replacement was implanted. The right atrial (ra) lead dislodged during the implant of the new rv lead and was withdrawn. The helix was tested and showed the same "jumping" as the rv lead. This lead was also discarded and a new lead was implanted successfully. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.